Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's ultrafiltration reading was 1627 ml, indicating the home patient (hp) drained 1627 ml more than their programmed fill volume of 2500 ml. This information gave a total drain volume of 4127 ml which meets iipv criteria. According to the nurse the patient never reported feeling full or draining an excessive amount. Therefore, the nurse was not aware of this event. Additionally, the patient was just seen a couple of days ago and had no complaints and reported no symptoms or issues. There was no patient injury or medical intervention.